Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and multiple sclerosis ('multiple sclerosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis, kidney stone, gallbladder disease nos and bloating. Concomitant products included fingolimod hydrochloride (gilenya) since (B)(6) 2012 to 2015, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2012 and omeprazole magnesium (prilosec) since 2000. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/skin condition"), multiple sclerosis (seriousness criterion medically significant), psychological trauma ("psych injury related to essure"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("g I conditions"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, dermatitis allergic, multiple sclerosis, psychological trauma, urinary tract disorder, fatigue, gastrointestinal disorder, headache, nausea, nervous system disorder, visual impairment, weight decreased, endometriosis and abdominal distension outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, menorrhagia, multiple sclerosis, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: the plaintiff received treatment for dermatitis allergic, multiple sclerosis, psychological trauma, urinary tract disorder. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.; on an unknown date: . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Device category changed from device other event to incident. Event pelvic pain make serious incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: endometriosis, gastrointestinal or digestive system condition type: bloating, abnormal bleeding. Onset date of event pelvic pain were updated. Concomitant drug,~medical history, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.